Event description:
On (B)(6) 2012, patient reported the infusion sets of the infusion device are leaking at this time. Patient stated he believes they are leaking from the infusion set cannula. Patient reported all of the product are new and they continue to leak on him. Patient disposed of the alleged infusion sites that leak. On call back on (B)(6) 2012, patient reported the infusion set was put in the day of his initial call. Patient stated he experienced elevated blood glucose levels and had ketones which occur when his glucose level is over 250 mg/dl. Patient could not recall his exact blood glucose level that day. Patient reported he discovered the leak when he programmed a correction bolus due to the elevated blood glucose level and ketones. Patient stated when he bolused it stung at the infusion site and he could see the insulin coming out at the infusion site and smell it strongly as well. Patient reported he was able to self-treat by taking the correction bolus using a pen instead of the infusion device. Patient manually inserts the infusion sets. Patient stated he thinks he has scar tissue build up due to being on the infusion device for 20 years. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the infusion sets for evaluation.